Event description:
It has been reported that after placing the picco catheter by following the seldinger technic, a removal of the puncture needle was not possible. In this case the needle hat to removed together with the guide wire and the guide wire was found to be uncoiled. No parts remained in the patient. It was necessary to repuncture the patient as in the previous puncturing side a hematoma was present.

Manufacturer narrative:
It has been reported that after placing the picco catheter by following the seldinger technic, a removal of the puncture needle was not possible. In this case the needle hat to removed together with the guide wire and the guide wire was found to be uncoiled. No parts remained in the patient. It was necessary to repuncture the patient as in the previous puncturing side a hematoma was present. Unfortunately, it is our understanding that the product in question is not available to be returned to us for analysis. We regret not having the opportunity to examine the actual product. Also, no pictures or videos provided by the customer. Therefore, the root cause cannot be determined. A handling error by the user cannot be excluded. Furthermore, a hematoma has been reported due to the first puncturing, therefore they had to place the new catheter to the contralateral side. No parts of the guide wire remained in the patient has been reported. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< 0,01 %, considering root cause). Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The IFU is stating: caution: make sure that the introducer cannula is introduced in a fl at angle (less than 45°). Warning: do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire. Notice: do not re-insert a partially or completely withdrawn needle. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed.